Event description:
Pt presented with a calcified stenosis in the right superficial femoral artery. The largest site was not pre-ballooned. From the groin area, a 6fr cook flexor introducer sheath was used to advance the gore viabahn endoprosthesis over an .018 guidewire to the target site. The viabahn device was pushed into the pt's vessel, the device slightly deployed. Reportedly, the viabahn deployment line may have gotten hung up on calcification. The viabahn device was withdrawn into the introducer sheath and removed. It was reported that the distal end of the device had slightly expanded.

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications.